Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
Reference MDR #1219856-2011-00481 for the related intra-aortic balloon (iab) event involving the same pt. It was reported that the event occurred in the cath lab during product prep with the pt outcome being the pt expired. The md inserted the prepped per instruction iab (s/n (B)(4)) through the teflon sheath via femoral artery with no issues. Percutaneous coronary intervention (pci) was attempted to be inserted via right femoral artery, however pci could not be inserted due to the pt's tortuous vessel. Accordingly, the iab was removed and pci was inserted through the left femoral artery. Later, pci treatment was removed (it is not known how long treatment was given) and the second iab was prepped per instruction. When the fiberoptix sensor (fos) was connected to the pump prior to insertion, the pump did not read the fos. As a result, a transducer was used successfully. There was no report of complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome is the pt expired.